Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that following the implant of their implantable pulse generator (ipg) system, they received three rounds of antibiotics for an infection at their insertion site and the last round cleared the infection. However, erythema, edema and serous fluid drainage was noted at the insertion site the ipg system was explanted and a replacement system was implanted twelve days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.